Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage at the electronic assembly and force sensor. Unable to verify a broken force sensor was detected during seating or regular delivery error alarm due to critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.